Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 42532007902, tibia cemented 5 degree stemmed, lot # 64075201. Report source: (B)(6). Reported event is considered confirmed as visual evaluation confirmed the incorrect outer box packaging labeling present. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause of the reported issue is a labeling error. The likely condition of the part when it left zimmer biomet control is considered nonconforming based on the provided picture and evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00059.

Event description:
It was reported that the product identification on the label and on the packaging does not match with the product and the patient label. The product is a size c left and the packaging is for a size g right.